Event description:
No new information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9 - value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had no image, a noisy image, and white residue inside the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding no image and noisy image, the most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the white residue inside the air/water channel, the the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.